Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 118.4cm distal of the strain relief. There was contrast and blood in the inflation lumen. The distal portion of the device was missing. There was shaft damage 108cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 1.50mm x 15mm apex flex balloon catheter was advanced for dilatation. However, the balloon shaft fractured in one of the vessels. The break was right about where the wire exit port is. A second 1.50mm x 15mm apex flex balloon catheter was advanced and was used to remove the fractured device. The procedure was ended with no patient complications reported. The patient's status was fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 1.50mm x 15mm apex flex balloon catheter was advanced for dilatation. However, the balloon shaft fractured in one of the vessels. The break was right about where the wire exit port is. A second 1.50mm x 15mm apex flex balloon catheter was advanced and was used to remove the fractured device. The procedure was ended with no patient complications reported. The patient's status was fine.